Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was in the 200's md/dl. To address the bg level, the customer would either use insulin injections and change the infusion set site or only the site would be changed. The cause of the past occlusions was unable to be determined. A system check was performed using the current supplies on the pump and the pump was found to be functioning as expected. The cannula was removed and no damage was noted. The customer changed the infusion set site and resumed insulin delivery.